Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 300mg/dl. The customer changed the cartridge and infusion set and has not received any more occlusion alarms. As the customer changed the supplies prior to contacting tandem technical support, a system check to determine a possible cause of the occlusion could not be performed.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.